Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported that during use the right ventricular (rv) lead and the right atrial (ra) lead exhibited low impedance and loss of capture. The rv lead was replaced, and remains in the patient. The ra lead remains in use. No patient complications have been reported as a result of this event.